Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during the procedure to implant a crtp, after the right ventricle (rv) and left ventricle (lv) leads were placed in good positions, the physician observed abnormal bleeding and suspected pneumothorax. The physician decided to extract both leads, and to postpone the procedure for another day. The leads will not be returned.